Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a hydratome rx 44 and an autotome rx 44 that were used in the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 and an autotome rx 44 were used in the altered anatomy at the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2021. During the procedure, when the hydratome rx 44 was bowed, the cutting wire broke. An autotome rx 44 was then used; however, when this device was bowed, the cutting wire also broke. No part of the cutting wires detached and fell into the patient. Since they were not able to cannulate, the procedure was not completed due to this event. There were no patient complications reported as a result of this event.